Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.